Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the monitor was unable to undergo incoming functionality testing and displayed service code 104 (sd card fault). The cause for the failure was a damaged solder connection on the j101 connector of the computer/analog board. The root cause for the damaged solder connections could not be positively identified. No adverse event resulted from the damaged monitor.